Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Provider states not locking left and right is locking and does not want to come out of the locked position so when the user moves the joystick forward the chair will stop and move to the right. Provider states the chair slammed into the right causing the patient to go into his wall and hit his right foot, causing swelling and bruising. Provider has seen the injury but advised he couldn't tell how much was from the chair and how much was from his edema on his foot. Provider states not lights were showing on the joystick to indicate an issue with the motors. Consumer advised he did not seek medical attention.